Event description:
On (B)(6) 2023, patient death was reported from italy, cause of death was provided as gastric perforation. The patient's death was reported by a relative and was confirmed by the physician. The percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube was placed on (B)(6) 2023. After a query attempt regarding device related allegations, malfunctions, complications, and confirmation on abbvie branded tubing , no additional information was available. The patient's medical history was not available. It is unknown if an autopsy was performed. It is unknown if the patient was implanted with abbvie branded tubing, therefore, abbvie has conservatively chosen to report this event.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Gastric intestinal perforation is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.